Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory via review of the device image. The cause of the backup vvi was two ic chip failure resets after charging due to simultaneous repetitive short noise bursts on all egm channels. It is believed that the noise was caused by external emi. After restoring product code operation, the device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the resets could not be determined.

Event description:
It was reported that upon interrogation, the device was found to be in backup vvi. The patient received multiple inappropriate shocks. The device was explanted. The patient was stable.